Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned product identified no apparent malfunction with the returned implant. Signs of use was observed. The device was functionally tested with an in-house driver and the implant engaged/disengaged as intended. Pre-existing condition noted on the product experience report (per) was diabetes. The reported device was located on tooth # 3 and was used for approximately 2 years, and 6 months. The customer did not provide any pictures or x-rays. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot. Complainant reported that the screw access was stripped. The reported complaint could not be confirmed. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Last name address unknown / not provided.

Event description:
It was reported that the screw access would not engage in any parts or pieces. It was reported that the screw access was stripped.